Event description:
Customer reported receiving a motor error alarm and a no delivery alarm on the insulin pump. He stated that the motor error alarm occurred while filling the tubing. Customer could not recall any significant event leading to the alarm and stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer stated she was unable to rewind the insulin pump. No troubleshooting could be done for the no delivery alarm due to customer being unable to rewind the insulin pump. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.